Event description:
The facility contacted baxter (B)(4) technical services to report a minivolume extension set, 74 with luer locks with an observed change; 'the luer end on the previous set has a distinctly bigger diameter opening for fluids to pass through, verses the defective set has only a micro opening for fluid to come through hence lipids and blood do not pass through causing constant occlusion alarms on the pumps in nicu. These extension sets are used for the delivery of blood and lipids the narrower diameter of the male connector makes the sets unacceptable for use.' The process step that this malfunction occurred is unknown. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was sent in for evaluation. The customer reported condition was not confirmed during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This issue is being investigated through CAPA. A batch review was conducted; there was a change of components that was implimented in this lot.however, there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.